Manufacturer narrative:
Product ID 3093-28, lot # v503942, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the cause of the event was unknown. There was a fractured lead that was seen over three months ago on a CT scan that was done in (B)(6) 2012. The implantable neurostimulator (ins) was turned off the hcp and the lumbar pain continued. The hcp reported that the pain was not likely due to the interstimulation system. It was stated that the lead was 'fracture completely.' A CT scan was performed again on (B)(6) 2013 and the 'lumbar was negative except for fractured lead.' The system was surgically explanted on both sides on (B)(6) 2013. The patient's signs or symptoms included back pain in the lumbar regions and right leg paresthesia. It was stated that the patient had chronic back pain and was on narcotic pain medication for over 3 years. The patient outcome was reported as non-serious injury or illness. The patient recovered without sequela.

Event description:
It was reported that on (B)(6) 2013, the patient reached across her arm to pick up a glass in front of her when she felt an "explosion" in her back. The reporter indicated that it felt "like a balloon had exploded or ruptured" and the patient thought she had ruptured a disc. The patient was seen two days later and an x-ray scan was done. The report indicated that "the pacer device was fractured." Additionally, the patient's implant location was swollen and painful to the touch. The reporter also stated that the patient experienced a shocking or jolting sensation. At the time of the report, the patient had symptoms of "tremendous" pain and difficulty walking. The patient was in bed and was unable to walk very well due to the "explosion" in her back. It was noted that the patient had unrelated laryngitis. The patient had an appointment scheduled with her healthcare provider on (B)(6) 2013. If additional information becomes available a follow-up report will be submitted.